Event description:
In 2008, the patient's husband reported that the patient occasionally notices air bubbles in her insulin cartridge. The patient must prime as much as 3 times to remove all air from the insulin cartridge. The husband was advised to use room temperature insulin and to attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion pump. The patient was not experiencing air bubbles in the insulin cartridge at the time of the report. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.